Event description:
It was reported via social media that the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient had a six (6) month follow-up transesophageal echocardiogram procedure. The imaging showed that the device did not seal and the patient was kept on their plavix medication.

Manufacturer narrative:
Date of event was not reported, aware date was used as estimate.